Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No excessive no delivery alarms noted. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left on insulin pump's display matched properly the units left on the test reservoir. No delivery anomaly, bolus anomaly, or basal anomaly noted during testing. Insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. It was also not alarming but appeared to be receiving insulin. His blood glucose level was running high. The customer's muscles felt tight and he felt lethargic. The customer treated his blood glucose level with a bolus and manual injection. The high pressure test passed. Customer's blood glucose level went up to 435 mg/dl. The customer felt the insulin pump was not delivering or was under delivering. The customer was advised that the device would be replaced and agreed to return the product for analysis.